Event description:
Per the clinic, the patient was treated with an injectable steroid (specific date and duration not reported) to reduce skin flap thickness. The implanted device remains.

Manufacturer narrative:
This report is submitted on september 05, 2022.

Manufacturer narrative:
Per the clinic, the patient was treated with injectable steroid for 5 times. This report is submitted on may 13, 2024.